Manufacturer narrative:
Inspected two opened/used sensors and found one of two sensor cannulas retracted inside sensor base. Unable to confirm customer received sensors in said condition due to customer returned sensors opened/used. One remaining sensor passed per specifications no retracted sensor was observed during analysis. Checked both needles for broken or missing parts and none were found. Both sensors passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he removed the sensor and saw the electrode was missing. The patient¿s blood glucose level was unknown at the time of the incident. The device is expected to be returned for analysis.